Manufacturer narrative:
Follow-up #2: date of submission 12/12/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2016 with the following findings: during investigation, the keypad was undamaged and all keypad buttons were responsive to user input. The original complaint of an under responsive ok button was unable to be duplicated. Unrelated to the original complaint, moisture was found in the battery compartment. A leak test was performed and failed due to a leak in the battery compartment. The pump was opened to find no intermittent conditions on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok button was under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.